Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1jdm9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins). Patient had lost weight and battery was uncomfortable and had also lost improvement in symptoms. Reprograming was performed. The device was explanted completely and discarded. The product was replaced. No further complications were reported/anticipated.